Event description:
It was reported that the patient underwent a tlif at l5-s1 using rhbmp-2/acs, unilateral pedicle screws and an interbody device in the disc space. At an unknown time post-op, the surgeon noted pseudoarthrosis and erosion of l5 and s1 endplates. A revision surgery was performed 142 days post-op with placement of a new interbody device and new pedicle screws.

Manufacturer narrative:
(B) (4). Pseudoarthrosis. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.